Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid volume overload with subsequent hospitalization. There is also a possible causal or contributory relationship between the adverse event and the ongoing patient line blocked message that the patient was receiving which resulted in incomplete treatments. However, it is possible that the patient was skipping treatments and not completing manual exchanges when necessary as well as utilizing the incorrect delflex solution strength. The patient is known to be non-compliant in the past with treatment. The device product investigation has not been completed. Based on the available information, the liberty select cycler cannot be excluded as a causal or contributory factor in the patient¿s fluid volume overload with hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on pd therapy was hospitalized for fluid volume overload. The patient had been receiving patient line is blocked messages and was not able to fill or drain on the liberty select cycler. The patient¿s pd catheter was assessed in the hospital and there were no issues. The pdrn requested a replacement cycler. Additional information was obtained through follow up with the pdrn. The patient was having trouble breathing and proceeded to the local emergency room (ER). The patient was admitted and diagnosed with fluid volume overload (fvo) and acute hypoxic respiratory failure. Fluid had accumulated in the patient¿s abdomen which resulted in the hypoxic respiratory failure. The patient was administered pd therapy to remove the excess fluid. The fvo and respiratory failure resolved. The patient was also treated for chronic hypocalcemia during the hospitalization. The patient was discharged to home two days later. The patient¿s weight is unknown for the hospitalization, but the next day during a clinic visit the patient was (B)(6) which is 1kg under estimated dry weight. The pdrn stated that the patient reported completing manual exchanges on the dates they were unable to complete treatment on the cycler; however, the patient did not record any manual treatment records. Additionally, the pdrn noted that the patient¿s cycler treatment records showed several missed and incomplete treatments as well as power failure alarms. This patient has a history of skipping treatments and utilizing the incorrect solution strength for treatment. The pdrn retrained the patient on how to set up the pd treatment on the cycler and has scheduled a home visit to ensure they are properly completing treatment. The pdrn did not get a chance to troubleshoot the cycler with the patient prior to the replacement cycler being delivered. The patient has been utilizing the replacement cycler with no further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid there were visual indication of particulates under both catch posts. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.